Manufacturer narrative:
B3: 2025 was the year of the event but the month/day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the device's upstream occlusion (uso) sensor and dso sensor were defective. The uso sensor and dso sensors were replaced to fix the issue.

Event description:
The device was returned due to a double beep no cassette error. The results of the investigation found that the device's upstream occlusion (uso) sensor was defective. There was no patient involvement.